Manufacturer narrative:
Patient weight not available from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue, it was found the imaging system software was frozen, and had to be rebooted. Checked systems and removed old crashfiles and gathered log files, tested system operations. System now works as intended. No parts ordered or returned. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4)office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called and reported the imaging system became unresponsive, sitting in initializing please wait without continuing through the boo process. The first time, they rebooted the system and it came up normally. Later in the day, the were able to turn the imaging system on and open the door, and move the gantry up but then the system reverted back into initializing please wait. Troubleshooting they attempted reboot multiple times, but the system will not advance past initializing please wait. The gantry is still up and the door open but it doesn't respond to pendant. There was no impact on patient outcome.